Event description:
According to the reporter, during laparoscopic stomach surgery, when stapling the stomach, handle was blocked and only few staples came out. It was impossible to advance staples. Surgical time was extended by at least 30 minutes. Hospitalization was extended as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.